Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no flow on the arctic gel pads and needed new pads.

Manufacturer narrative:
The reported event is unconfirmed as the evaluated samples meet specifications. Visual evaluation noted received 1 large arctic gel pad kit with no original packaging. Visual inspection noted no visible defects such as cuts or tears in the foam. Visual inspection of the clear connectors noted no visible chips or deformities at the ends of all connectors. Visual inspection of the tubing for all the pads noted no kinks. Further testing required. DHR review is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. Corrections: d,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The actual/suspected device was evaluated.

Event description:
It was reported that there was no flow on the arctic gel pads and needed new pads.